Event description:
In 2005, pt's infusion site started "burning," which pt indicated is common while insulin is being delivered. Device began vibrating, and shortly thereafter, pt checked the device's bolus history. Device showed that an 11u bolus had been delivered; however, pt had not programmed it to do so. Pt reported that, at this time, the device generated a technical inspection alert, and pt's blood glucose measured 24 mg/dl. Pt self-treated low blood glucose by drinking juice.